Manufacturer narrative:
In response to FDA report number: mw5088483. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "enlarged lymph nodes in the neck and armpit".

Event description:
Patient reported via regulatory agency "developed autoimmune issues, extremely elevated" blood pressure, "palpitations, hair loss, rashes, multiple symptoms," and "increased stress hormones." These events are not related to the device. Patient reported a "enlarged lymph nodes in the neck and armpit," and "hematoma." Healthcare professional reported left side device removal due to concern with the product. Patient additionally reported "kidney problems," hard a large mass removed," and "lump in the breast"; these events are not related to the device. Device has been explanted. This record is for the left side.